Manufacturer narrative:
(B)(6). Date of report: 12aug2019. The manufacturer¿s international service technician confirmed the reported pressure accuracy issue and confirmed the reported power led issue. The manufacturer¿s international service technician replaced the data acquisition (da) pcba and replaced the power switch overlay to address the reported problems. A da pcba was return for analysis. An investigation was performed and the root cause: the data acquisition (da) pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted that the pressure accuracy results were out of specifications and found that the green light emitting diode (led) flickers. There was no patient involvement.